Event description:
According to the reporter: two of these devices were used for this procedure. A piece of the trocar sealing part was found in the cavity by endoscope. The piece was retrieved. The user is not sure which trocar the piece came from. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No injury reported.

Manufacturer narrative:
(B)(4).